Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, self test, and unexpected restart error tests. All operating currents were within specification. The off no power alarm functioned properly. No motor error alarm or external ram crc alarms noted. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was 329 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field metal detector last month. Customer was able to rewind the pump completely. The customer did not report motor position encoder error alarm. Customer reviewed the alarm history and found 1 motor error and external ram crc error. The customer had to get back to work and could not complete troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 329 mg/dl.